Event description:
During percutaneous coronary intervention, physician wanted to use rotablator on patient. When ready to test the rotablator machine, the machine failed. Both machines were tried and failed. After much troubleshooting, the machine could not be used. Biomed informed.